Manufacturer narrative:
(B)(4). The customer's reported complaint of an underinfusion of mannitol was not confirmed. A review of the events logged for the mannitol infusions suggest that a new bag was likely hung at 12:12 am on the morning of (B)(6) 2011, but not started until 6:58 am. At that time the user restored the prior infusion parameters and started the mannitol infusion not realizing that prior infusion did not go all the way to infusion complete and that the vtbi parameter was only 4.38 mls. Almost immediately after starting the infusion the pump module alarmed for patient side occlusion and was restarted by the user only to alarm again for patient side occlusion. The pump module then remained in the alarm condition for approximately 15 minutes before it was restarted by the user. The infusion then ran for 30 seconds before alarming for infusion complete - kvo after delivering the 4.38 mls. At that time the bag would still be expected to be full as reported by the user. Several minutes later, at 7:19 am, the infusion was reprogrammed and restarted by the user and ran for 30 minutes delivering the 150 mls. Visual inspection revealed no issues. Rate accuracy testing was performed and the results indicate that the system is delivering fluid within specifications. The root cause of the customer's experience is believed to be the result of a programming issue where the user restored the previous rate but failed to verify the correct volume to be infused.

Event description:
Customer reported that patient is supposed to receive mannitol 20%, 150ml (from a 250ml bag) every 8 hours. Nurse says she went in to hang the first am dose. Patient has been getting this for several days with no problems. The pump (channel a) was idle with the set already loaded. She did not open the door. She noticed that there was a full bag hanging and she assumed that the previous nurse had already set it up for her. She pressed channel select then restore and confirmed program was correct. (It was programmed as follows: mannitol 20% drip, 50grams in 250ml, rate 300 ml/h, vtbi 150ml (dose 60gram/h). She pressed start and the pump began the infusion. She says there were no alarms until the pump said "infusion complete" but at that time, the bag was still full. Then she began to wonder whether or not the bag was actually set up for her or if instead the previous pm dose had not infused either. She says she cleared the vi screen at the beginning of her shift and she believes that the pump did indicate that it had infused the correct volume. Next she decided to try again, so she pressed restore and start and this time she watched the drip chamber and confirmed that drips were falling. She stayed nearby and occasionally checked the infusion and was satisfied that it was delivering ok this time. When the 150ml dose had infused she disconnected the system and started all needed infusions on a new system so that she could send this one to biomed. There was no report of patient harm and no medical intervention was required.